Event description:
The iab was inserted sheathless in right femoral artery in 2005. In the 2nd day, the iabp began to experience high pressure alarms. Blood was also observed in the helium tubing. The iab had to be removed surgically. There were no pt complications.

Event description:
It was reported that the iab was inserted sheathless in right femoral artery in 2005. The next day, the iabp began to experience high pressure alarms. Blood was also observed in the helium tubing. The iab had to removed surgically. There were no patient complications.